Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A corrective and preventative action has been opened to address the reported issue. A manufacturing device history review (DHR) is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Functional and visual testing were performed. The tamper seals were both removed/broken. The investigation found the battery door cracked, top case broken at front and rear left corners; right plunger case cracked at top surface; plunger tube bent. The pump event history showed a plunger sensor error in the error history log (ehl). The evaluation was performed, and the reported issue was duplicated, when setting up for flow test. The q1 sensor was broken off the plunger pcb. The board was not glued down. The root cause of the reported issue was unable to be determined. The technician replaced the plunger printed circuit board (pcb). Calibrated device and performed all functional tests which passed.

Event description:
It was reported that issues with plunger sensors was observed. No patient injury was reported.